Event description:
Caller reported a malfunction on pump, with no notable events occurring prior to the malfunction. Customer's blood glucose levels did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided pump reset information and assisted caller with resetting pump, which resolved the issue. Caller was instructed to call back if malfunction code recurs and acknowledged understanding of instructions, allowing continued use of pump.